Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing several "electrical shocks" from the freestyle libre sensor, and experienced pain in arm for approximately 30 seconds. The customer removed the sensor and was determined to be okay by a healthcare professional after checkup. There was no report of serious injury, death, or mistreatment associated with this event.